Event description:
It was reported that this cardiac resynchronization therapy with a defibrillator (crt-d) migrated to patient's armpit area. Moreover, it was also reported that the patient has lost weight over the previous year. Subsequently, this device was explanted, and a new device was implanted on the opposite side. No additional adverse patient effects were reported.